Event description:
A patient was referred for generator replacement after his device reached near end of service. Several weeks later, the patient was hospitalized due to an increase in seizures. It was believed that the device may have depleted between the clinic visit when the device was confirmed to have reached near end of service and the hospitalization. Clinic notes indicated that the patient had experienced an uptick in seizures over the previous year, although the company representative indicated that he was only aware of the patient's recent seizure increase. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not describe additional company representative narrative.

Event description:
The company representative also noted that he experienced difficulty interrogating the patient's device at the recent clinic visit believed to be related to low vns battery. The patient underwent lead and generator replacement surgery. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were received. The reported ¿end of service and low battery¿ allegations were confirmed. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.analysis of the lead is underway but has not been completed to date.

Event description:
An analysis was performed on the returned lead portions. What appeared to be white deposits were observed in various locations. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.